Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of defective intraocular lens (iol). Additional information was requested.

Event description:
Upon further review of the initial information it was identified that, there was no patient contact with the device.

Manufacturer narrative:
Upon further review of the initial information, following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).